Manufacturer narrative:
The consumer's softclix device and lancets were requested for the investigation, however, there is no product to return because the consumer had discarded the lancets. A review of complaint data was performed with a focus on lot numbers bbh146 and 10523147. The complaint data review showed no increased cumulation of the alleged failure in the affected production interval. All product batches at the manufacturer are controlled with regard to the quality requirements of the product prior to delivery. If all quality requirements are fulfilled in the quality control process, goods are released and ready for delivery. All non-conforming products are handled per iso 13485. The investigation did not identify a product problem.

Manufacturer narrative:
The consumer's softclix device and lancets were requested for investigation. The investigation is ongoing.

Event description:
We received an allegation that a properly seated coaguchek xs softclix lancet protrudes from the correctly positioned end cap when the correct lancet is used on the coaguchek xs softclix device.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, and g1 were updated. The type of investigation code, investigation findings code, investigation conclusion code, and component code were updated. The lancets were not received for investigation since the consumer discarded them. All product batches of roche diagnostics gmbh are controlled with regard to the quality requirements of the product prior to delivery. If all quality requirements are fulfilled in the quality control process, goods are released and ready for delivery. All non-conforming products are handled in accordance to iso 13485. The investigation did not identify a product problem.